Event description:
It was reported that the patient did not know how to turn stimulation off. It was noted that the patient stated that they turned stimulation down to 0 volts on tuesday but when he synced with the implantable neurostimulator (ins) programmer it was showing that stimulation was on at the patient¿s normal settings. It was noted that the patient had no idea how stimulation got turned back up. It was noted that the patient turned stimulation to 0 on all programs and then was instructed on how to turn stimulation off. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).